Event description:
It is reported that the cage deformed upon insertion. The cage remains implanted in the patient . No adverse consequences to the patient is reported.

Event description:
It is reported that the cage deformed upon insertion. The cage remains implanted in the patient. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: x-rays, device history review, complaint history review, risk assessment; result: the reported event was confirmed via x-ray image and correspondence. The cage was not available for evaluation because it is still implanted. The event resulted in neither surgical delay nor other adverse consequences manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the most likely cause of the reported event was determined to be user related - the cage hit a screw that had penetrated the endplate and was protruding into the disc space.

Manufacturer narrative:
Method: x-rays, device history review, complaint history review, risk assessment; result: the reported event was confirmed via x-ray image and correspondence. The cage was not available for evaluation because it is still implanted. The event resulted in neither surgical delay nor other adverse consequences manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the most likely cause of the reported event was determined to be user related - the cage hit a screw that had penetrated the endplate and was protruding into the disc space.

Event description:
It is reported that the cage deformed upon insertion. The cage remains implanted in the patient. No adverse consequences to the patient is reported.